Manufacturer narrative:
Parts ordered; follow-up work scheduled. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent ippc startup failure occurred, with a blue screen observed on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.